Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-05-29 jp-cli-2021-016800 (for, hcp): medtronic received information regarding a reservoir. It was reported that on (B)(6) 2017, the patient started administration of hunterase icv injection 15mg. In (B)(6) 2021, the patient developed fever after administration of hunterase. The fever was in the 38 degrees celsius range (on the night of administration, approximately eight-ten hours after administration) and resolved the next morning or persisted until end of the morning of the next day. On (B)(6) 2021, hunterase was administered and smear examination was performed using cerebrospinal fluid samples at the time of dosing. Increased bacterial counts and infection were confirmed, and the csf (cerebrospinal fluid) reservoir was removed on (B)(6) 2021. Administration of ceftazidime (3g/day) and gentamicin (60mg, three times a day) was started on the same day. Follow-up observation was scheduled to be performed for two-three weeks. Other concomitant medications included levetiracetam. Administration of elaprase was continued. Reservoir repositioning has yet to be determined. Hunterase was discontinued. At the time of this report, the outcome of csf reservoir removal was not recovered. The reporter assessed that the causal relationship between the event and hunterase cannot be ruled out. Additional information was received stated that on (B)(6) 2021, the patient developed fever in the 38 degrees celsius range eight hours after administration of hunterase. On (B)(6) 2021, fever disappeared by the morning. On (B)(6) 2021, the patient developed fever in the 38 degrees celsius range eight hours after administration of hunterase. On (B)(6) 2021, fever disappeared by the morning. On (B)(6) 2021, the patient developed fever in the 38 degrees celsius range eight hours after administration of hunterase. Oral acetaminophen 300 mg was administered and fever disappeared by the morning on (B)(6) 2021. On (B)(6) 2021, the patient developed fever in the 38 degrees celsius range when administration of hunterase. Oral acetaminophen 300 mg was administered. On (B)(6) 2021, fever disappeared in the morning. Smear examination was performed using cerebrospinal fluid samples at the time of dosing. Increased bacterial counts and infection were confirmed, and the csf reservoir was removed on (B)(6) 2021. Administration of ceftazidime (3g/day) and gentamicin (60mg, three times a day) was started on the same day. Follow-up observation was scheduled to be performed for two to three weeks. Other concomitant medications included levetiracetam. The patient's family wanted to change the drug to izcargo. The reporter assessed that the causal relationship between the events and hunterase can be ruled out because the infection was thought to be caused by the csf reservoir.